Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast reconstruction with two unknown mentor gel smooth implants. Post-operatively, the patient was diagnosed, via MRI, with bilateral breast implant ruptures. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2025. The replacement devices were two mentor gel implants. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On october 31, 2025, mentor received additional information that indicated that the patient was also diagnosed with bilateral lateral breast implant displacement and also had to undergo lateral capsulorrhaphy. On november 3, 2025, an analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now.